Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not getting full insulin delivery in third day of set wear. Customer¿s blood glucose level was unknown. Customer stated that sometimes change her set early. Customer also stated that fine crack right above screen on insulin pump. The device will not be returned for analysis.